Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the stapler 60 instrument and reloads to be returned for evaluation, however the customer stated that the reloads will not be returned. Therefore, the root cause of the customer reported failure mode has not been determined. The cause of the stapling issues could possibly be contributed by use error as the customer stated that there were staples in the jaws of the sureform 60 stapler instrument during firing. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history shows related complaint patient identifier (B)(6), which document the incident against the other green reload. No image or video was provided for review. A review of the system and instrument logs has been performed. The first procedure of the day was a sleeve gastrectomy procedure and the second procedure of the day was a roux-en-y procedure. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. The logs for the first procedure (sleeve gastrectomy) were reviewed by isi advanced failure analysis engineer (fae) and the following findings were obtained: the sureform 60 stapler instrument (part #480460-09, lot #t91220126-0005) was installed 12 times and fired 10 reloads (1 blue, 6 green, 1 blue, 2 white, in that order). Per the logs, all firings were completed with 0 or 1 pauses for compression. There were no black reloads used in the first case. It appears that there is confusion from the customer on which procedure the complaint is related to, but the one procedure that appears to align closely with the reported complaint is the second procedure. The logs for the second procedure (roux-en-y) were reviewed by an isi fae and the following findings were obtained: the logs show sureform 60 stapler instrument (part #480460-09; lot #l92220207-0112) was installed on the system 3 times and attempted to fire 3 reloads 1 green, followed by 2 black. On the 2nd install, the system failed to detect the reload color and the user manually selected a black reload via the surgeon side console (ssc) touchpad. On every install for this instrument there was one completed clamp followed by an incomplete firing. Firing completion percentages ranged from 46-73% with multiple pauses for compression. After 3 incomplete fires, the user then switched instruments to another sureform 60 stapler instrument (part #480460-09; lot #l93220214-0176). This instrument was installed 1 time on the system and a firing with a black reload was attempted. Following a completed clamp, firing stopped at 53% after multiple pauses for compression. There were no stapler related errors in the logs for these instruments and all installs resulted in successful engagement. The case was reviewed by a isi clinical development engineering (cde) and the following findings were obtained: seamguard is one of the validated buttresses for sureform staplers. This complaint is being reported based on the following conclusion: during the first fire in a da vinci-assisted gastric bypass (roux-en y) procedure, the sureform 60 stapler instrument which was installed with a green sureform 60 reload had a pause in compression. Seamguard buttress material was used during the firing. A second stapler firing with a green reload and seamguard buttress material was used again and the firing stopped in the middle of the fire with the knife exposed. The staple line was fine in the first half but after where the stapler stopped, the staples were unformed and there were loose staples observed. The loose staples which fell into the patient were retrieved. The staples were taken out and the previous staple line was excised. The surgeon attempted to staple the tissue again using the same sureform 60 stapler instrument with a green reload. The same result was obtained. A 3rd party stapler instrument was then used (with seamguard buttress material) and a stapler fire was completed.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the sureform 60 stapler did not fire even with black reload. Pauses for compression were performed. The procedure was completed using a third-party stapler. There was a delay of 30 minutes or more due to this issue. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the issue occurred in the sleeve gastrectomy, which was the second procedure of the day. The surgeon confirmed that the stapling issue occurred with green reloads and not with the black reload as initially stated. The surgeon is unable to specify which stapler fires were associated with the event. The first fire was performed with a green sureform 60 reload and seamguard ( a third-party product). Pauses for compression were observed. The second fire was also with a green sureform 60 reload and seamguard, but it stopped in the middle of the fire with the knife exposed. The surgeon indicated that the staple line was okay in the first half of the fire, but where the stapler stopped, "bad closure" and loose staples were observed. It was noted that some of the staples were not formed and u-shaped. The loose staples that fell into the patient were retrieved. There was no bleeding observed. No staples were missing from the staple line and no holes were observed in the staple line. When the stapling issue occurred, the error message¿ unable to complete fire. Blade may be exposed¿ was received. There was no tissue push, no unusual tissue factors, but the surgeon did encounter staples in the instrument jaws when stapling tissue. The issue was resolved by taking the staples that were in the middle of the cutting line. A scissors was used to excise the previous staple line. Another attempt was made with the same sureform 60 stapler instrument and green sureform 60 reload with the same result. The surgeon then used a third-party signia stapler (with purple reload) and seamguard to complete the fire successfully. The patient is currently well. The site is unable to confirm the lot number of the stapler involved. Images and video of the procedure is not available to isi for review.

Manufacturer narrative:
The customer returned a stapler instrument part # 480460-09, lot # t92220207-0112 with a black reload for failure analysis evaluation. However, based on follow-up information, the customer stated that the stapling issue occurred only with green reloads. On 1/25/2023, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the black reload: the black reload was found to have the knife exposed within the knife track. The reload was not found to have a firing failure. No logs were available for review due to the reload not being returned with the stapler with the reported firing failure. Visual inspection of the reload found no physical damage to the cartridge. The cover was removed, and the blade was inspected. No damage was found to the blade. Common causes of the exposed blade are typically attributed to mishandling/misuse, for example firing across a staple line or other obstructions.

Event description:
Refer to h10/h11 for follow-up information.